Event description:
It was reported that "upon attempting to final tighten blocker, screw head splayed opened and blocker disengaged. Screw and blocker were both removed and replaced with new blocker and screw which seemed to have the same issue. On the second screw and blocker, surgeon only tightened blocker with initial inserter to keep same thing from happening."

Manufacturer narrative:
Na